Manufacturer narrative:
Concomitant products: model: d334drg, ICD; implanted: (B)(6) 2013. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead.

Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) with an audible alert. Upon interrogation the lead exhibited high thresholds, high impedance, oversensing, noise and cross-chamber oversensing. A lead fracture is suspected. Reprogramming was completed and the following day the rv lead was cut and capped. A new rv lead was placed without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead.